Event description:
It was reported that during an elective percutaneous coronary intervention (pci) case with chronic total occlusion (cto) at the proximal left anterior descending artery (lad) under the drug eluting stent (des) plan of treatment, the cto lesion was tried with a pilot 150 guide wire (gw) but could not cross, then changed to a progress 200t which successfully passed the lesion. The physician planned to stent with a des and inserted an advance gw to protect a side branch. The progress was removed from the vessel and was replaced with the pilot 150 gw which was previously used, and a microcatheter at the lad. The physician felt it was difficult to move the gw through the guiding catheter and so removed the system out and flushed the clot from the catheter. He then repeated the procedure. Also dilated the lesion with a non-abbott dilatation catheter and a non-abbott stent. There was no reported pt sequela. The physician could not determine if difficulty with the gw or the gw coating or intermediate coil contributed to the "clot".

Manufacturer narrative:
(B)(4). Thrombosis and the additional therapy/non-surgical treatment is a known adverse patient event as listed in the no fault risk assessment matrix for the device. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture and design.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and the lot number was not provided. A f/u will be submitted with any relevant information. The hi-torque pilot (part 1010481, lot 9121991) and hi-torque progress (part 1011842, lot 0022291) are being filed under separate MFR #.